Manufacturer narrative:
Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the inflation lumen balloon, and guide wire lumen. There were crystallized contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon catheter, but due to the crystallized contrast, the balloon could not be inflated. The catheter was left to pressurize overnight. The contrast was able to be diluted to reveal a tear in the inflation lumen 5.5 mm distal to the guide wire exit notch for a length of 1 mm. A dissection was performed to pressurize the balloon. A pinhole in the balloon was confirmed 9 mm proximal to the distal balloon marker. There was a longitudinal scratch in the balloon parallel to the pinhole for a length of 5 mm. The voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the mid lad with no tortuosity, no calcification and 90% stenosis. The voyager rx balloon catheter crossed the lesion and the balloon was inflated for the first time at 8 atm for 30 seconds. Then, as the lesion was not fully dilated, an attempt was made to pressurize the balloon for the second time; however, blood was confirmed to be flowing back when the pressure indication reached 8 atm. Thus, rupture was confirmed. The procedure was completed after deploying another company's stent. No additional event or pt info is available.